Manufacturer narrative:
Manufacturing site address is unknown. UDI information is unknown. Premarket (510k) number is unknown. Operator of device is unknown. No information has been provided to date. No DHR review was performed. No product sample was received; therefore, both visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that there are difficulties with the insertion of the catheter is. No patient injury was reported.